Event description:
It was reported that, as per dr. (B)(6) office, this patient is experiencing difficulties with their hip implant and has had blood tests, MRI and revision. Additional information reported via sales rep (B)(6) 2012: it was reported, rejuvenate revision. Blood serum ion level was elevated. Patient's cobalt level was 9.7 and chromium level was less than 1.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.